Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was confirmed to be exchanged due to a red heart alarm by the inpatient nursing staff. The system controller was confirmed to be returning.

Event description:
It was reported that patient was admitted and underwent driveline re-routing for a driveline infection. A wrench and broken heart alarm were seen on (B)(6) 2024 around 4 am by the patient and hospital staff. The system controller was then exchanged to the backup system controller. The log files were reviewed and captured emergency backup battery (ebb) faults on (B)(6) 2024. The self test had been passed and the system controller exchange resolved the alarms. The wound culture was found to be methicillin-resistant staphylococcus aureus (mssa) positive and stenotrophomonas maltophilia positive. Status post incision and drainage (I&d) of the driveline exit site with relocation to the right lower quadrant on (B)(6) 2024 with operating room tissue culture mssa positive. This did not resolve the infection, a wound vac and antibiotics were also used in treatment. The patient was in ongoing care per the heart failure and infectious disease teams. The red heart alarm was determined to be an internal battery error. The system controller exchange resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The log files were reviewed and captured emergency backup battery (ebb) faults on 29sep2024 due to a failed load test. The log files from the replacement controller were submitted and found no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On 29sep2024 at 03:39:51, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarm remained active through the remainder of the log file. At 03:47:11, the driveline was disconnected, and shortly after, both power cables were disconnected. The backup battery fault alarms did not impact the system controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. Additional submitted log files from the new system controller, hsc-077845, did not capture any active backup battery fault alarms. The retuned system controller, serial number (B)(6), was able to perform and pass a self-test. The system controller was able to charge and alarmed as intended when the power cables and driveline were disconnected. The system controller successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. A review of the patient history revealed backup battery fault alarms on 13feb2023 and 08mar2023 which were confirmed via the submitted log files (B)(4). The provided information indicated the backup battery fault alarms resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Wire fatigue was also found during the investigation. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12sep2019. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.